Event description:
Rptr had breast implants replaced three times and had 4 breast surgeries including the first implant surgery. Rptr c/o blood pressure problems, peripheral neuropathy, demyelinating neuropathy, bilateral carpal tunnel syndrome, anxiety &/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, balance disturbances/vertigo/dizziness, beginning organic brain syndrome, elevated cholesterol or triglicerides chronic pain and discoloration of extremities (red or blue), heat or cold sensitivity, raynaud's disease, frequent low grade fever, chronic diarrhea and/or constipation, irritable bowel syndrome, hysterectomy, frequent migraines/severe headaches (sinus), hypersensitivity or allergies to: chemicals, molds, dust or pollen, insect bites or stings, unusual chronic infections, connective tissue disease, joints inflammation, swelling, pain/arthralgia and rheumatoid arthritis, persistent joint stiffness, chronic swollen lymph nodes under arms, chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, unexplained skin rashes, sun sensitivity, unexplained severe itching, chronic insomnia, chronic fatigue syndrome, long-term extreme fatigue, granulomas or siliconomas, clumsiness/drops things and misjudges distance/runs into objects. Rptr had an infection and numbness (nipple or breast) in the surgical area, she had bleeding through the envelope. There was no polyurethane in the implant after explanted. She had one open capsulotomy. (*) (also see 1008144, 1008145)